Event description:
It was reported that on (B)(6) 2015 at 16:00 a (B)(6) young man activated a new pod and that he felt some pain. He was feeling nauseous, weak, was having a headache and vomiting so he called his doctor who advised him to go to the emergency room. Upon arrival his bg was reading 605 mg/dl so they placed him on an intravenous therapy of fluids and insulin. A few hours later his bg measured at 360 mg/dl. He stayed in the hospital overnight before being released.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.